Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the leds and buttons and indicators on the front panel of the subject device were worked intermittently at the preparation for use. Also the key board, an accessory of the subject device was worked intermittently as well. At the incoming inspection for the repair, olympus (B)(4) checked the subject device. It was found the printed circuit board failure which might have caused the reported phenomenon. There was no patient injury associated with this report.